Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the electrode belt connector was damaged and was unable to plug into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's battery was not able to charge. A us distributor reported that a patient's belt connector was damaged and unable to connect to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the electrode belt connector was damaged and was unable to plug into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was damaged and unable to connect to a monitor.